Event description:
It was reported the patient experienced swelling, discomfort, numb feet and ineffective stimulation due to lead migration. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Section a3b: gender and dob are unknown. Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated. Section d4: serial number, lot number, expiration date and unique device identifier (UDI #) are unknown. Section d6a: implant date is unknown. Section e1: initial reporter information is unknown section g3: PMA/510(k) # is unknown section h4: device manufacture date is unknown based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.